Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (20 mg/ml at 3.1 mg/day), clonidine (350 mcg/ml at 54 mcg/day), and bupivacaine (25 mg/ml at 3.8 mg/day) via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome, non-malignant pain, failed back surgery syndrome, and spinal pain. On (B)(6) 2016 it was reported that the patient was experiencing withdrawal so a catheter dye study was done. The symptoms were later described as intermittent withdrawal symptoms which included lethargy, yawning, diaphoresis, abdominal cramping, diarrhea, and piloerection. The patient was brought in for a catheter dye study to make sure that the catheter was intact and in position. Under fluoroscopy the catheter side port was identified, a side port access catheter kit was utilized, and the physician was able to easily aspirate 3 cc of fluid although it had a yellow changed appearance, also described as a yellow tinged fluid, which was somewhat atypical for spinal fluid as it was not clear like cerebrospinal fluid, so they were sending that off to be analyzed/tested. 3cc of contrast was injected with a careful survey of the pump/catheter tract as well as the lumbar and thoracic spine and failed to reveal a definitive myelographic pattern or other extraspinal collection of contrast. A second and third 3cc syringe of contrast was injected and failed to identify a definite myelographic pattern or other extraspinal collection of contrast. The patient was advised that the study was inconclusive, but the aspirate was being sent to the lab to verify that it was consistent with spinal fluid. The physician then programmed the pump to deliver a 0.251 cc bolus over 30 minutes. The patient was observed in the office and approximately 5-10 minutes (also reported as 3-4 minutes) into the priming bolus began to report numbness in the lower quadrant of her abdomen. Vital signs were taken. Initial blood pressure was 156/80; however, she experienced low blood pressure as subsequently her blood pressure dropped to 72/50. The patient was maintained in a sitting position for concern that there may have been an inadvertent intrathecal overdose and they did not want cephalad spread. The numbness progressed and she was unable to bear weight on her legs. She reported numbness on the chest wall and paresthesias on the face. At this point the paramedics were called to transport the patient to the hospital for further observation. The physician was placing an IV and transporting the patient for further assessment. They were able to rapidly get 250 cc of normal saline into her at which time her blood pressure returned to 96/70 which was very typical blood pressure for her. The catheter priming bolus was aborted at approximately 18 minutes into the 30 minute bolus. The physician spoke with the emergency room physician and advised him of the situation and that the symptoms would likely resolve, but that the patient needed observation for blood pressure, respiratory rate, pulse ox, etc. Additional information was received on 05-aug-2016 and it was reported that the patient was still hospitalized and being assessed but was stable. They were suspecting a pocket fill of the .251 ml priming bolus that was programmed post catheter dye study and that was why the patient had overdose symptoms and low blood pressure and numbness. It was noted that it was the doctor's last patient of the day yesterday and that the dye basically pooled behind the pump and that was probably why the aspirated fluid was yellow tinged and not clear csf (cerebrospinal fluid). The patient's symptoms had come on suddenly. The physician was later advised that the patient was discharged home in good condition and able to ambulate on her own. The physician spoke to the patient the next day and she reported that she was feeling for the most part back to her usual self but occasionally felt possibly overmedicated. The hydromorphone component of the pump had been turned up from 2.75 mg/day to 3.1 mg/day. It represented about a 10% increase. The patient had clonidine and bupivacaine in the pump as well. The patient was advised to contact the physician over the weekend if necessary with any problems or concerns and that he would like to re-study the pump in 1-2 weeks if she was continuing to have problems. The results of the aspirate that was analyzed was consistent with serous fluid, with a protein of greater than 600, rather than spinal fluid. Additional information was received on 15-aug-2016 and it was reported that the cause of the patient's withdrawal symptoms was undetermined. The patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.